Manufacturer narrative:
The company rep examined the sys and could not duplicate the problem reported. The sys was then tested and met all product specifications. No sample has been returned. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. An internal investigation has been opened to investigate the reported issue. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during cataract extraction, the need to do a vitrectomy arose. As they were setting the parameters for vitrectomy, the aspiration would not work. Two handpieces were tried and the aspiration still would not function. The cataract was removed, but an iol was not implanted. The pt will require an additional surgery, but it has not been scheduled as yet. Additional info has been requested.